Event description:
Pt presented for unscheduled visit for diaphragmatic stimulation that had been happening for "several weeks". Rv lead testing proved no capture on rv lead. An x-ray was performed to check for lead dislodgement, which looks appropriately placed prepared to post procedure x-ray. Rv lead reprogrammed to 0.2 at 0.5ms for suboptimal pacing and correction for the diaphragmatic stimulation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.